Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the information collected the wireless footswitch did not work during a planned coronary procedure. The procedure was completed using the wired footswitch. The philips service engineer has removed the wireless footswitch from service until a solution is available. They are using the wired footswitch instead. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). The customer declined to provide patient details due to privacy reasons. No patient information could be obtained. Corrected data: updated codes based on information, updated patient information to asku.

Event description:
It has been reported to philips that the wireless footswitch was not working. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.